Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issue with air bubbles forming in the reservoir, which started couple of months ago. The customer¿s blood glucose was 115 mg/dl at the time of the incident. The customer reported presence of air bubbles every day, which was a big issue. The insulin pump pass the displacement test. The device will not be returned for analysis.